Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated three times at 12-14 atmospheres. However, during fourth inflation at 16 atmospheres for 20 seconds, the balloon ruptured and pinhole was noted in the balloon material. The device was removed and the procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was in good condition.